Manufacturer narrative:
Device cleared for use but not marketed in u.s. Synthes is unable to provide the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.

Event description:
During a clinical investigation it was reported: a patient status post unknown norian drillable and unknown product returned to study complaining of pain swelling and redness (inflammatory reaction). A culture was taken and was negative.